Event description:
In response to jcaho sentinel event alert #36, "tubing misconnections", a survey of devices in the hospital was performed. The medex mx4705 pressure infusor was identified as having a luer lock fitting that is compatible with IV administration sets. In fact, it is normally used in conjunction with IV sets and poses a potential risk of misconnection. A misconnection of this device could result in patient death due to air embolism.there was no patient injury. There was no report of a misconnection, only the risk potential. It is our recommendation that medex consider changing the connections to make them incompatible with standard luer lock fittings to eliminate the possibility of future misconnection.